Manufacturer narrative:
Batch review performed on 06 december 2024. (B)(4) items manufactured and released on 03-jan-2023. Expiration date: 2027-11-30. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Clinical evaluation performed by clinical affairs director: 1.5 years after constrained tka in a patient with very thin and weak bone (judging from the poor-quality xrays), the implants mobilized and needed to be exchanged. No further information was supplied and we did not find any hints useful for a thorough analysis of the case. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery due to femoral component mobilization, at about 1 year 5 months after primary. Femoral components successfully revised.